Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button.

Event description:
Customer reported via phone call that their insulin pump had issues. The customer¿s blood glucose level was 276 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.